Manufacturer narrative:
Investigation of this complaint by leica microsystems is continuing.

Event description:
On (B)(6) 2011, leica microsystems received a complaint from (B)(6) regarding sub-optimal tissue processing from protocols run over a number of days, commencing on (B)(6) 2011, using peloris tissue processor serial number (B)(4). At the time of notifying leica microsystems of this complaint, the initial reporter advised that all the tissue samples exhibiting sub-optimal processing were able to be reported.